Event description:
It was reported that the ilet device¿s sleep/wake button intermittently did not respond to user input, though it was functioning at the time of the call after multiple successful attempts, and troubleshooting education was provided. Symptoms included no reported adverse health effects. Outcomes included no alarms and no medical attention or hospitalization. Investigation included user counseling on potential contributing factors and confirmation of normal operation through repeated functional checks during the call. Investigation of this case revealed no reproducible malfunction and normal device performance at the time of evaluation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive given intermittent behavior not observed during troubleshooting.

Manufacturer narrative:
Initial.